Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced ten infusion sets leakage events on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.